Manufacturer narrative:
Three sets were returned for investigation. The sets were examined for defects and abnormalities. The spikes were separated from all three sets. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and spike could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production.

Event description:
It was reported that bd smart site was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that when preparing the burette set the tubing is coming out of the spike part.

Manufacturer narrative:
H.3 if a device evaluation and/or a device history review is completed, a supplement report will be filed.